Event description:
During an eval, while using a permaclip instrument, first three clips formed properly, then two clips fed at once. Surgeon had to retrieve the additional clip with a grasper. Pt was not affected.